Manufacturer narrative:
Product will be investigated if returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error 4 after test strip insertion, on their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.